Manufacturer narrative:
On (B)(6) 2016 - we were notified by (B)(6) that this is not a biotronik lead. It is unknown who manufactured this lead. This file has been closed.

Event description:
This lead was returned without documentation. The serial number on the lead are cut off. Should additional information be received, this file will be updated.